Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user did not insert code key based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. Recall #FDA-assigned recall event ID 74805.

Event description:
Consumer reported complaint for meter code chip not being read. Meter has "----" on the meter display. There was no medical attention due to meter error. The message appeared with lot # rs4678 however customer changed strips and code chip rs4710 the error message did not appear.